Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer alleged that the pump did not deliver enough insulin; however, the customer declined to troubleshoot and the alleged root cause could not be confirmed.